Event description:
The customer reported false positive results with the ID now covid-19 assay on a nasopharyngeal swabs performed on (B)(6) 2021. Repeating testing was performed on (B)(6) 2021 on a nasopharyngeal swab and generated a negative result. Pcr confirmation testing on a nasopharyngeal swab performed on (B)(6) 2021 using genexpert generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017724 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: 1017724, test base part number 190-430 / lot: 1017724. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017724 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.